Manufacturer narrative:
The pump is not indicated for use with u500 insulin. The user guide instructs users to disconnect from the infusion set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
It was reported that the pt was hospitalized due to inadvertent infusion of insulin on (B)(6) 2010. F/u information from the pt indicated that he did not disconnect or rewind the pump and inserted a full cartridge of u500 insulin into the pump, causing insulin to dispense. The pt was discharged from the hospital wearing the pump on (B)(6) 2010.